Manufacturer narrative:
(B)(4)

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed. A review of the share logs was performed and the investigation window does not reflect the alleged device. The allegation could not be determined. The probable cause could not be determined. No injury or medical intervention was reported.